Manufacturer narrative:
Catalog #: ult8.5-38-25-p-5s-cldm-tong-050399. PMA/510(k) #: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was implanted in the kidney during a percutaneous nephrolithotomy (pcn) successfully. Two days after the procedure a leak was found at the hub of the device. The patient underwent an additional procedure to remove and replace the defective device. As reported, the patient did not experience any other adverse effects due to this occurrence.

Manufacturer narrative:
Investigation - evaluation: a review of the documentation and visual inspection/dimensional verification/functional test of the device was conducted during the investigation. The customer returned one 8.5fr mac-loc catheter in a used condition. The device was returned in two separate pieces. The first piece comprised of the mac-loc hub, connector cap, and approximately 17cm of catheter tubing. The second piece comprised of approximately 11cm of catheter tubing ending with the distal pigtail curl. The separation appeared to be a cut. Biomatter was present on the device. The device was returned with the mac-loc in the locked position. A leak test was conducted by clamping the distal end of the catheter tubing with hemostats and injecting room temperature water into the proximal end. The leak test was able to confirm the presence of a leak between the catheter tubing and connector cap. Tug and twist tests were conducted revealing that the proximal assembly was secure. The connector cap was removed by dissociating the adhesive bond with ipa. Upon removing the cap, the suture string was found normal in the threads. The flare appeared to have a lip, was possibly missing a portion, and with a diameter measuring at 0.230¿. Due to the compression of the flare within the cap and the potential damage upon removal, it cannot be determined whether the flare was manufactured to specifications. The connector cap inner diameter, mac-loc hub inner diameter, catheter tubing outer diameter, and number of threads showing between the hub and cap were measured and all found to be within manufacturing specifications. The device did leak, but it is not out of specification. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest that product was not manufactured to current specifications. The lot number of the device is not known; accordingly, a review of the device history record and complaint lot search could not be conducted. The IFU supplied with the mac-loc drainage catheters instruct that the product should be inspected prior to use to ensure no damage has occurred. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Appropriate measures have been initiated to address this failure mode. We have notified the appropriate personnel and will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
No new event description information to report at this time.